Manufacturer narrative:
Updated fields: b4, b5, b6, b7, e2, e3, g1 (contact person ¿ mfg site), g3, g6, h2, h6 (health effect ¿ clinical code, type of investigation, investigation findings, component code, health effect ¿ impact codes, investigation conclusions). Corrected fields: d8. As precaution, cardiosave top cover screw kit and cardiosave rct nvram were changed. A getinge field service engineer (fse) replaced top level display and video gen board. Fse performed a full calibration, and tested the unit. The equipment works to the manufacturer¿s specs, cleared for clinical use. Returned to customer.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had screen display flickering issue. The issue was found before use and there was no patient involved.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: d10.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had screen display flickering issue.